Manufacturer narrative:
Our investigation into the complaint made against a renasys device malfunction has now concluded. The device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported complaint could not be replicated; a performance and safety check was conducted and no anomalies or problems were found, the pump passed all functional tests and was confirmed working within specifications. Since the npwt involves various elements, it is difficult to determine what could have caused the lack of alarm. It is recommended to check the wound dressing frequently and not solely rely on the device alarms to ensure that therapy is being effectively delivered. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during npwt utilizing a renasys touch , it was confirmed the leak sound. However the leak alarm not occurred. As a result of checking the leak meter, it was reported that it is slightly higher than usual. The treatment was continued with a back-up device. The device will be returned to (B)(6) local service for evaluation. The results will be shared after its completion.